Event description:
It was reported that during a da vinci hysterectomy procedure arcing was observed through the side of the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was immediately removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. The silicone has a .055 long tear through the entire wall thickness, located approximately .270 above the interface with the sleeve. The silicone does not have melting around the tear. The outer surface of the silicone also exhibits a couple of scratches/gouges on the opposite side of the tear, located approximately .045 above the silicone to sleeve interface. No evidence of arcing was observed.

Manufacturer narrative:
The instrument and tip cover accessory were not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument and/or tip cover accessory are returned (post-evaluation) or if additional information is received.